Event description:
It was reported that the patient experienced pyrexia and pneumonia. Antibiotics were started. The antibiotics were stopped on resolution of the pyrexia. Per the reporter: "the pneumonia may have been caused by inability to clear the lungs through bronchial drainage due to restricted respiratory motion associated with reduced spasticity". The event was classified as serious; possibly related to the drug. The patient recovered in 2009.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, product type: catheter. Product ID neu_ unknown_prog, product type: programmer, physician. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider regarding a patient receiving gabalon initially at 50.0 mcg/day, but titrated up to 140.0 mcg/day on (B)(6) 2009) via an implantable pump. The patient¿s underlying disease was spinal cord damage and past history included ossification of posterior longitudinal ligament. Concomitant medications included lioresal (15 mg, by mouth), periactin (4 mg, by mouth), meropen (1 g, intravenous), and modacin (2 g, intravenous). Since (B)(6) 2009 the patient has done rom exercises for joint rom five times a week, and respiratory therapy for drainage five times a week. On (B)(6) 2009 aspiration pneumonia developed, which was considered to have been due to respiratory depression as spasms were reduced by the effect of the drug. It was also reported that on (B)(6) 2009 the patient had pneumonia. Ten days later the patient had pyrexia with white blood count of 14140 and crp (c-reactive protein) 2.23, so antibiotics were started. Chest CT showed aspiration pneumonia.